Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "she informed that prior to calling the hotline, they had discarded the initial catheter after receiving an 'ap cal data not read by fos system' alert on the screen". No patient harm or injury. The patient status is reported as "fine".